Manufacturer narrative:
Sections with additional information as of 19-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error code. Husband is calling on behalf of the customer. Customer stated that the e-0 error occurred several times. At the time of the call, the customer reported feeling weak and husband stated that it was related to her diabetes. Husband stated that customer was going to seek medical attention and would go to the hospital. Husband had also stated that customer had gone to the hospital the day before due to kidney problems; husband did not state that her kidney problems were a result of her diabetes. No further information was able to be obtained.